Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: internally damaged cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image due to an internally damaged cable; the most probable cause of the identified failures is cause traced to component failure. A root cause could not be identified for the internally damaged cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, at the beginning of the therapeutic transurethral resection of the prostate procedure, the subject device failed to produce an image. The procedure was completed using another olympus camera head. There were no reports of any harm to the patient.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, at the beginning of the therapeutic transurethral resection of the prostate procedure, the subject device failed to produce an image. The procedure was completed using another olympus camera head. There were no reports of any harm to the patient.